Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error was confirmed. The probable cause was determine to be a transmitter failed error. The reported event of a pair new transmitter is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter occurred. The product was evaluated and the allegation was confirmed as a transmitter failed error was confirmed. An external visual inspection was performed and passed. A voltage check was performed and passed due to 0.45 vdc. A pairing with (B)(4) bluetooth device was performed and passed. The reported event of a pair new transmitter is reportable based on the finding of a transmitter failed error. A review of the share logs was performed and a pair new transmitter alert was found within the investigation window. The allegation was confirmed. The probable cause was determined to be a transmitter failed error. No injury or medical intervention was reported. No injury or medical intervention was reported.